Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a functional check the arctic sun device gave alarm 41(41 low internal flow insufficient internal flow during system priming or pre-conditioning). A check of the diagnostics showed inlet pressure (ip) was of -7 and a circulation pump command (cpc) of 47 percentage and a flow rate of 0.1 lpm. With a shunt tube attached, the flow rate was in spec at 3.6 lpm.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. All measured flow was low by at least 1.5 lpm. Replaced flowmeter. Performed pm procedure. Serviced circulation pump, mixing pump. Replaced heater, manifold o-rings, tank tubing. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a functional check the arctic sun device gave alarm 41(41 low internal flow insufficient internal flow during system priming or pre-conditioning). A check of the diagnostics showed inlet pressure (ip) was of -7 and a circulation pump command (cpc) of 47 percentage and a flow rate of 0.1 lpm. With a shunt tube attached, the flow rate was in spec at 3.6 lpm. Per follow up information received via task on 31mar2025, sample has been received for repair. No patient involved at the time of the malfunction.